Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the 2.4mm variable angle-locking compression plate (part number 02.115.350, lot number unknown). A photograph of the subject device was sent for investigation review with the complaint condition stating a photo of the implant was examined and the complaint condition was able to be confirmed. The 2.4mm va-lcp dorsal distal radius t-plate was broken at the most distal va hole of the shaft. Replication of this type of complaint is not applicable nor is it possible without the returned device. The complaint condition was confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review, complaint history review, and design and clinical risk management (dcrm) review were performed as part of this investigation relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review could not be performed as the lot number is unknown. The specific details leading to the postoperative breakage are unknown; therefore, no definitive root cause was able to be identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): the plate broke postop and required a revision to remove and replace the device. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was revised on (B)(6) 2016 due to broken 2.4mm variable angle-locking compression plate (va-lcp). Patient was originally implanted with plate in (B)(6) 2016 (exact date is unknown) to treat distal radial fracture. On an unknown postoperative date the plate broke at the first variable angle screw holes. The broken plate was removed and patient was revised with new synthes plate. Revision surgery was successfully completed with no patient harm, additional medical intervention, or surgical delay. Patient status post-surgery reported as stable. There is 1 device in this complaint this report is 1 of 1 for (B)(4).